Event description:
It was reported that the catheter fell out with a ruptured balloon 8 days after placement. It was later reported that there were no missing pieces of the balloon.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation noted an irregular balloon burst with no pieces of the sac missing. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out with a ruptured balloon 8 days after placement. It was later reported that there were no missing pieces of the balloon.